Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 140mg/dl at the time of the incident. The customer reported he used to get air bubbles in the reservoir and then he was taught how to fill reservoir and now he knows how to fill it but still gets bubbles. Approximate size of air bubbles was medium to large air bubbles. Customer was advised he is seeing air bubbles because he is filling reservoir with pen instead of the recommended way. The customer states his blood glucose have gone high. Currently not experiencing high blood glucose. The reservoir will not be returned for analysis.